Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service rep (csr) documentation. The reporter contacted lifescan (lfs) customer service on (B) (6) 2009, alleging that the pt's onetouch ultralink meter read higher than another meter. The pt obtained blood glucose results of "low glucose below 20 mg/dl" on the subject meter and "185 and 199 mg/dl" on another meter: the results were obtained less than 10 minutes apart. Based on statistical methodology, the calculated difference of the reported results was greater than 30%, which does not meet lifescan's expected value of less than or equal to 30%. It was noted that the reporter gave the pt orange juice. The pt reportedly did not develop any symptoms at the time of concern. According to the troubleshooting performed with customer service, 2 control solution tests passed. Replacement products were sent to the pt. There is no indication that the product caused or contributed to an adverse event. The pt reportedly did not develop any symptoms. However, this complaint is being reported because the "low glucose below 20 mg/dl" result did not correlate with the pt's asymptomatic condition.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.